Event description:
It was reported that a patient implanted with an implantable pacing system was deceased as of (B)(6) 2010. The device was implanted(B)(6) 2000 and the cause of death was reported as depleted pacemaker battery and consequences of congenital ventricular septal defect with repair. The report also stated that the device was relevant to the death of the patient.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 400458, implanted: (B)(6) 1989. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.